Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: deflation: observed, opening on posterior side assessed, as fold flaw opening. And observed, broken on plug strap side assessed, as unidentified (tear) opening. Anxiety-product/procedure: unable to observe, as it is not related to the device. As per the investigation procedure: creases and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.